Manufacturer narrative:
Occurred approximately within one week prior to date of report.

Event description:
Same case as: 2134265-2009-02969. It was reported that during a superficial femoral artery angioplasty, a removal difficulty occurred. The lesion was located in a right superficial femoral artery. A 5mm x 10cm sterling otw balloon catheter was advanced to the lesion. The balloon was inflated once to 8 atms with a satisfactory result. Upon withdrawal of the balloon, it became stuck on the v-18 poly tip control wire and could not be withdrawn. All devices had to be removed at once. The procedure was completed at this time. No pt injuries or complications occurred. Pt status is satisfactory.